Manufacturer narrative:
H3- device evaluation : lens was returned in liquid, in lens vial. Visual inspection found a torn haptic. Claim #(B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that upon pulling a 12.6mm, micl12.6, -7.0 diopter, implantable collamer lens through the cartridge it appeared that the shape of the "leading eyelet was not smooth." It was reported that it was noted as the lens was being injected into the eye, so the lens and cartridge were removed from the eye and the backup lens was used. Doctor was concern that the rough edge could rub against posterior iris tissue. Cause of event was unknown.

Manufacturer narrative:
Corrected data: d10-returned to manufacturer date 12-mar-2020 in initial MDR is corrected to 07-mar-2020. Claim# (B)(4).